Manufacturer narrative:
Batch review performed on 21 mar 2022. Lot 2005751: (B)(4) items manufactured and released on 12-aug-2020. Expiration date: 2025-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of infection 11 months after the primary, the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.